Manufacturer narrative:
(B)(4). A thorough analysis could not be performed on the product, because it was not returned to abbott vascular for investigation. Difficulty with removing the stent delivery system (sds) may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. In this instance, after the balloon was inflated again and after deflation, slight resistance was still felt when removing the balloon. Factors that may contribute to the difficulty to deflate an sds include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Reportedly, no pre-dilatation was performed prior to stenting. It should be noted that the xience v instructions for use (IFU) states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is possible that direct stenting of the lesion contributed to the resistance during removal of the sds, if the stent was not fully apposed to the vessel wall, however, this cannot be confirmed. Return of the sds may have assisted in the determination of a cause of the reported difficulties. In this case, without the sds to examine, a definitive cause of the reported difficulty to remove the sds and difficulty to deflate the balloon could not be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper balloon fold configuration, damage, and a sampling of units is destructively tested for proper balloon deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the stent system was not returned. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the circumflex artery, pre-dilatation was not performed. There was a corkscrew effect prior to the lesion. The xience v stent system was advanced, the balloon was inflated at unspecified atmospheres, and the stent was deployed at the target lesion. An attempt was made to remove the balloon and resistance was felt. The balloon was inflated again and after deflation, slight resistance was felt when removing the balloon. The cause of the resistance is unknown. Outside of the patient anatomy, there were no stent system or balloon abnormalities noted. After hospital discharge, the patient was involved in a car accident. The patient was readmitted with chest pain and taken back to the cath lab; however, the stent was patent and no damage was noted. There was no intervention performed. The patient's condition was reported as excellent at the follow up appointment. Though requested, no additional information was provided.